Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during implant the right atrial (ra) lead had no capture and unacceptable thresholds while trying to position. The lead was difficult to position and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.